Event description:
It was reported that patient underwent revision surgery due to broken implants. Tfna nail was broken at the head-neck element hole. And two distal screws were broken. A hip arthroplasty was then done.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Additional information was received and stated that the revision surgery was due to failure of the tfna (broken) with symptoms of pain. Other clinical finding included a broken nail and a broken distal locking. The surgery was completed sucessfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h11 additional narrative: added: d6b, b5, h6 (clinical code).